Event description:
It was reported that after 89,100 joules and 19:38 minutes of use the physician noted that the fiber tip would not rotate properly when turning the knob. The fiber was removed from the scope and the metal cap detached. The procedure was completed using a second fiber with no consequences for the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The distal part of the glass cap was detached and returned with the device. Cap wear is a known inherent risk of device. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. In addition, analysis identified the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The outer flow tubing open end exhibits minor scratch marks. The metal cap was found to be detached when the device was received. The potential for forward firing may exist. Due to the observed glass cap distal fracture and metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that after 89,100 joules and 19:38 minutes of use the physician noted that the fiber tip would not rotate properly when turning the knob. The fiber was removed from the scope and the metal cap detached. The procedure was completed using a second fiber with no consequences for the patient.